Event description:
It was reported the patient was thinking of getting their implantable neurostimulator removed as it had 'never worked.' It was stated that there had been many attempts to reprogram the device. It was further indicated the patient did not like to fly with the device. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v673560, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).